Event description:
According to the reporter, during a laparoscopic video pleuroscopy, during pleura clipping, after the surgeon pushed the green button and went to activate, the trigger handle made a sounding noise, as if the stapler was going to break, and the charge that was in the stapler did not fire, no longer performing the clipping. A new stapler and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product: egiauxl endogia ultra univ xl stapler (lot#: p3h1005) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.